Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 15 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016. The analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for ventricular-sensing integrity counter (sic) and non-sustained tachycardia. Additionally, the memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 369 ohms through (B)(6) 2015, rises to 700 ohms by (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's lead had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.